Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the sharps coll 8l yellow experienced product damage/deformation while still considered operable. The defect was noted prior to use. The following information was provided by the initial reporter: left handle, where it looks ¿bubbly¿, there is no plastic, just a very thin film of yellow that feels less than paper thin.

Manufacturer narrative:
Investigation summary: a sample was not returned for investigation, but a photo was received of the defect. The container appears to have been poorly molded. Conclusion: poor visual inspection by the line operator has led to the container being labelled and packed. Process parameters or interruption to material stream has led to the defect. A lot number was not provided, so it is unknown whther it was caused due to a start up or line stoppage. Awareness of the issue has been raised.

Event description:
It was reported that the sharps coll 8l yellow experienced product damage/deformation while still considered operable. The defect was noted prior to use. The following information was provided by the initial reporter: left handle, where it looks ¿bubbly¿, there is no plastic, just a very thin film of yellow that feels less than paper thin.